Manufacturer narrative:
The customer was asked to run the sample at their site for investigation purposes. The data obtained shows that the patient sample is generating a specific turbidity which finally leads to the false low glucose result. The evaluation of iggam/kappa/lambda results confirm the patient is suffering from gammopathy. The investigation determined there was a gammopathy interference.

Event description:
The customer reported that they have been getting low results for multiple samples for one patient tested for glucose hk (glu). A total of 17 samples from this patient were tested over a time span of three years. Of the 17 samples, the glu results for 15 samples were erroneous and reported outside of the laboratory. The customer stated that results were low with the glu assay and when tested with accutrend and siemens methods, results are normal. It was asked, but it is not known what the specific repeat values were for the accutrend and siemens methods or if all samples were repeated using these methods. A clarification of this has been requested. The customer believes there may be an interference with the glu assay and samples from this patient. The customer states that there does not seem to be interference to the assay when samples are diluted 1/10. For the first sample tested on (B)(6) 2012, the customer provided a glu value of 8 mg/dl. It was asked, but it is not known if this is the true value for the glu result of this sample. A clarification has been requested. The second sample was tested on (B)(6) 2012 and resulted as 24 mg/dl. The third sample was tested on (B)(6) 2012 and resulted as 19 mg/dl. The fourth sample was tested on (B)(6) 2012 and resulted as 13 mg/dl. The fifth sample was tested on (B)(6) 2012 and resulted as 7 mg/dl. The sixth sample was tested on (B)(6) 2012 and resulted as 5 mg/dl. The seventh sample was tested on (B)(6) 2012 and resulted as 18 mg/dl. The eighth sample was tested on (B)(6) 2012 and resulted as 8 mg/dl. The ninth sample was diluted 1/10 and tested on (B)(6) 2012, resulting as 87 mg/dl. The tenth sample was tested on (B)(6) 2012 and resulted as 28 mg/dl. The eleventh sample was tested on (B)(6) 2013 and resulted as 2 mg/dl (B)(6) 2013 and resulted as 33 mg/dl. The fifteenth sample was tested on (B)(6) 2013 and resulted as 41 mg/dl. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. It was asked, but it is not known what analyzer model or serial number was used to test each sample. Some samples may have been run on a cobas 8000 system with serial number (B)(4) or a c702 analyzer of unknown serial number, but this could not be verified. A clarification of this information has been requested, but the information could not be provided.

Manufacturer narrative:
The glucose "god-pad" method should be referred to as the glucose "god- pap" test. A specific root cause could not be determined. According to the outcome of the measurement with the glucose god-pap test, it appears evident that the glucose hk test shows an interference due to (B)(6). This is based on the assumption of the presence of an antibody that inhibits one of the enzymes. This appears to be confirmed. A suitable workaround is to run the samples with the god-pap test which obviously is not or only a little interfered by this disease.

Manufacturer narrative:
The customer sent a sample from the patient to another site which uses the glucose "god-pad" testing method on a p module. The sample was tested using the glucose "god-pad" method on the p module and results of 84 "md/dl" and 85 "md/dl" were obtained.

Manufacturer narrative:
A specific root cause could not be determined as it is not possible to investigate a sample from the involved patient. It is assumed that there is the presence of a heterophile antibody that inhibits one of the enzymes of the glucose test, causing low results.

Manufacturer narrative:
Further investigations show that a sample from the patient is generating a specific turbidity, which leads to the false low glucose result. It is possible that this is due to a gammopathy.

Manufacturer narrative:
This event occurred in (B)(6). Some samples may or may not have been tested using glu reagent lot 694799 (expiration date 05/29/2015). It was asked, but it is not known which reagent lot was used to test each sample. This information has been requested.

Manufacturer narrative:
A drug interference and gammopathy interference to the assay can be excluded for this patient. The siemens platform used is advia 2400 and the method is glucose oxidase (glucose god-pap).